Manufacturer narrative:
The device was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that an agitated and confused patient broke their implanted catheter when they attempted to pull the device out of their scalp. According to the report, a fragment of the broken catheter remained in the patient following the incident which required removal under sterile conditions by the physician.

Manufacturer narrative:
The returned segment of catheter contained an uneven edge at its proximal end. It is unknown how or when this damage occurred. Tensile strength and elongation testing was not possible due to an insufficient length of tubing. The instructions for use that accompanies the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. The catheter met the requirements for patency and leak testing. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).